Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -10.5 diopter lens was intraoperatively implanted, removed, and replaced from the patient's right eye (od) on (B)(6) 2024, due to a lens tear/break during loading and the lens being stuck in cartridge or injection system. The problem was resolved. There was no patient injury. Cause of the event was the device.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).